Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that as lvp 20d 2ss cv tubing had a bubble and the air alarm went off. The following information was provided by the initial reporter: material no: 2420-0007; batch no: unknown. Event 1- an air bubble was found in the flexible portion of the tubing.

Event description:
It was reported that as lvp 20d 2ss cv tubing had a bubble and the air alarm went off. The following information was provided by the initial reporter: material no: 2420-0007 batch no: unknown. Event 1- an air bubble was found in the flexible portion of the tubing.

Manufacturer narrative:
H6: investigation summary : one sample was received for quality investigation. Visual inspection verified that the female luer adapter on the smartsite body separated from the infusion set. No other defects or damages were observed. A device history record review could not be performed because a model or lot number was not provided by the customer. The root cause of this issue is an incomplete ultrasonic weld during manufacturing. H3 other text : see h.10.